Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
Information received by medtronic indicated that the retainer ring had physical damage. It was unknown that the reservoir was able to lock in place or not. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap unable to lock in place properly during testing. After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Corroded on the force sensor during visual inspection. Unable to download history files and traces using thus software due to display anomaly. Force sensor zero offset within spec (23.1mv). Unit also received with serial number label missing, cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay, cracked reservoir tube lip, missing o-ring (reservoir tube), partially broken retainer. In conclusion unit received with unexpected blank white flashing screen due to corroded electronic assembly. Cosmetic damage confirmed when cracked reservoir tube lip was observed. Unable to download pump history due to flashing white display. Customer concern of retainer ring damage was confirmed when partially broken retainer was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.